Manufacturer narrative:
The field service engineer (fse) evaluated the instrument on (B)(4) 2015. The fse found that the white blood cell (wbc) bath was contaminated with protein build up. The fse replaced the wbc bath, which repaired the leak and the failing startup. The repairs were verified by established procedures. (B)(4).

Event description:
The customer reported the baths of the coulter act diff 2 analyzer were overflowing and leaking. The instrument was failing platelets (plt) during startup when the leak was noticed. The volume of the leak was a few ml and was not contained within the instrument. The fse was wearing personal protective equipment (ppe) consisting of gloves at the time of the occurrence and there was no report of injury or direct exposure to the leak. Erroneous patient results were not reported outside of the laboratory and there was no change or affect to patient treatment in connection with this event.